Manufacturer narrative:
There was no indication of any malfunction of the device. Device not returned for evaluation.

Event description:
Allegedly, per MDR #mw5060043 we received from the FDA, "storz power morcellator was used in a fibroid hysterectomy. One of the cysts morcellated and biopsied ended up growing dozens of cysts throughout my abdominal cavity requiring a major abdominal surgery and 4 days in the hospital, taking 4 1/2 hours to surgically remove all of the cysts. Myomentum and an ovary all covered in these cysts (identical make up as the one biopsied). There is a substantial chance the cysts will re-grow."